Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
Event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. Charger serial numbers was provided. Customer mailing address was provided.

Event description:
A consumer reported that their diamondclean smart toothbrush charger exploded. No injury or property damage was reported.